Event description:
On (B)(6) 2005, I had a tvt with an ethicon mesh. Within 6 months, I was experiencing severe pain upon penetration and the inability to have a pelvic exam, for even with a pediatric speculum the pain was intolerable. I visited several urologists (4) besides the m.d. Who did the procedure, 3 of them told me I had mesh erosion, the 4th doctor, who was the original surgeon's partner told me to "change position for intercourse." I asked him "what position should I assume for a pelvic exam?" Obviously, he was not going to get his partner in trouble.